Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient had experienced syncope multiple times. Boston scientific technical services (ts) was contacted for assistance and reviewed device data. Ts noted that anti-tachycardia pacing (atp) was delivered for a atrial fibrillation (af) which accelerated the rhythm into a higher therapy zone. A 41 joule shock terminated the rhythm. This device remains in service. No additional adverse patient effects were reported.